Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C26870,c26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified, multigravida, parity 5 (date of birth - (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011 and (B)(6) 2015), miscarriage and cardiac septal defect (2nd child was born with a hole in his heart). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine/headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and memory impairment ("forgetfulness"). In (B)(6) 2016, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2016, the patient experienced headache ("headaches") and arthralgia ("right knee pain"). On (B)(6) 2019, the patient underwent knee arthroplasty ("knee replacement"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between (b/w )periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and weight fluctuation ("weight fluctuations") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, genital haemorrhage, metrorrhagia, abdominal distension, vaginal discharge, vaginal infection, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight increased, migraine, weight fluctuation, memory impairment, knee arthroplasty and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache and abdominal pain upper had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, knee arthroplasty, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2015. (As per fu:3 essure insertion date: (B)(6) 2015) discrepancy noted as essure insertion date: (B)(6) 2015 . (As per fu:4 essure insertion date: (B)(6) 2015). Received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, general abnormal bleed, bladder problems ,urinary problems ,bladder infection ,uti, vaginal infection, vaginal discharge. Essure insertion detail: the micro inserts were placed bilaterally without complications. Number of proximal coils from left cornua 3. Number of proximal coils from right cornua 3. No complications. Fluid deficit was 0. Patient tolerated placement well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet and medical record received. Knee replacement, apareunia (inability to have sexual intercourse), stomach pain, right knee pain were added. Event of device monitoring procedure not performed deleted. Events¿ menorrhagia, vaginal bleeding, headaches, dysmenorrhea¿ outcome was updated to recovered/resolved. Event¿ alopecia¿ outcome was updated to recovering/resolving. Essure lot number was added. Patient demographics, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C26870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and memory impairment ("forgetfulness"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between (b/w )periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight fluctuations") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, migraine, weight fluctuation, abdominal distension, vaginal haemorrhage and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2015. (As per fu:3 essure insertion date: (B)(6) 2015) discrepancy noted as essure insertion date: (B)(6) 2015 . (As per fu:4 essure insertion date: (B)(6) 2015) received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, general abnormal bleed, bladder problems, urinary problems, bladder infection , uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received: case became serious incident. New events- forgetfulness, abnormal bleeding (vaginal), she did not undergo essure confirmation test, were added. Lot no. Was added. Reporter was added. Event onset dates were added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C26870-inv,c26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, multigravida, parity 5 (date of birth - (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011 and (B)(6) 2015), miscarriage and cardiac septal defect (2nd child was born with a hole in his heart). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine/headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and memory impairment ("forgetfulness"). In (B)(6) 2016, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2016, the patient experienced headache ("headaches") and arthralgia ("right knee pain"). On (B)(6) 2019, the patient underwent knee arthroplasty ("knee replacement"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between (b/w )periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and weight fluctuation ("weight fluctuations") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, genital haemorrhage, metrorrhagia, abdominal distension, vaginal discharge, vaginal infection, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight increased, migraine, weight fluctuation, memory impairment, knee arthroplasty and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache and abdominal pain upper had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, knee arthroplasty, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2015. (As per fu:3 essure insertion date: (B)(6) 2015). Discrepancy noted as essure insertion date: (B)(6) 2015 . (As per fu:4 essure insertion date: (B)(6) 2015). Received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, general abnormal bleed, bladder problems ,urinary problems ,bladder infection ,uti, vaginal infection, vaginal discharge. Essure insertion detail: the micro inserts were placed bilaterally without complications. Number of proximal coils from left cornua 3. Number of proximal coils from right cornua 3. No complications. Fluid deficit was 0. Patient tolerated placement well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number ( c26870 ) is not valid. Batch no c26970, production date 2014-03-01, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C26870-not valid,c26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified, multigravida, parity 5 (date of birth - (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011 and (B)(6) 2015), miscarriage and cardiac septal defect (2nd child was born with a hole in his heart). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraine/headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and memory impairment ("forgetfulness"). In (B)(6) 2016, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2016, the patient experienced headache ("headaches") and arthralgia ("right knee pain"). On (B)(6) 2019, the patient underwent knee arthroplasty ("knee replacement"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between (b/w )periods"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and weight fluctuation ("weight fluctuations") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, genital haemorrhage, metrorrhagia, abdominal distension, vaginal discharge, vaginal infection, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, weight increased, migraine, weight fluctuation, memory impairment, knee arthroplasty and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache and abdominal pain upper had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, knee arthroplasty, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2015. (As per fu:3 essure insertion date: (B)(6) 2015) discrepancy noted as essure insertion date: (B)(6) 2015 . (As per fu:4 essure insertion date: (B)(6) 2015). Received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, general abnormal bleed, bladder problems ,urinary problems ,bladder infection ,uti, vaginal infection, vaginal discharge. Essure insertion detail: the micro inserts were placed bilaterally without complications. Number of proximal coils from left cornua 3. Number of proximal coils from right cornua 3. No complications. Fluid deficit was 0. Patient tolerated placement well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number ( c26870 ) is not valid. Most recent follow-up information incorporated above includes: on 18-mar-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.